Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion seal. Functional testing was unable to duplicate an unknown issue. The downstream occlusion sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent in for repair for an unknown issue. There was unknown patient involvement. Device evaluation found a damaged/detached downstream occlusion seal.